Event description:
It was reported that after asepsis and antisepsis, a single puncture was performed at the level of the left femoral artery. An 8 fr sheath was inserted successfully with return of arterial blood. The intra-aortic balloon (iab) was inflated prior to insertion with the provided syringe. It was noted that the iab could not be inflated. Insertion of the iab was attempted without achieving adequate advancement. A 9fr sheath was the used to insert the iab. A fracture of the iab was discovered in the middle of the iab, for which change was requested. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned

Event description:
N/a.

Manufacturer narrative:
Initial reporter info: (B)(6). The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4).